Manufacturer narrative:
Additional information d9, h3, h6 (type of investigation), h10. H10: one actual sample was received for evaluation. A visual inspection was performed which revealed the patient adapter was separated from the tubing/bushing. There were markings inside the silicone tubing indicating the patient adapter was positioned in the tubing prior to separation. The reported condition was verified during the evaluation of the actual sample. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, two (2) photographs were provided for evaluation. The photographs were visually inspected and a separation between the patient adapter and tubing / bushing was observed. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the two components are a friction fit and not a solvent bond; therefore, a strong tug on the patient adapter or tubing could cause a separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the silicone tubing and patient connector of a minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced to resolve the event. There was no report of patient injury; however, the patient was given prophylactic antibiotic treatment. No additional information is available.